Manufacturer narrative:
Concomitant product(s): a 6935 lead, implant date:unknown; guidant lead, implant date: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection and a transesophageal echocardiogram revealed vegetation in the atrium and the right ventricular (rv) lead. Additionally, the patient was diagnosed with endocarditis and showed signs of heart failure. The implantable cardioverter defibrillator (ICD) system was removed and the patient was treated with antibiotics. Pocket tissue and the lead was sampled and the organism was not identified. The patient is a participant in the (B)(6) trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.